Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination found that the working length was twisted and bent. The distal tip was not twisted and the exposed cut wire was discolored from usage/activation. A functional evaluation found that device could be advanced through the scope and exit the scope with out any issue. The initial tip orientation met the orientation specification of between 9:00 am and 2:00 pm. The orientation of the distal tip could be adjusted left or right by rotating the handle. A second functional evaluation found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum. The condition of the returned incident device was not consistent with the complaint. The most probable root cause is operational context. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. Pt age, (B)(6). According to the complainant, during preparation, the tip of the tome was twisted when the package was opened. The customer tried to use the device and they were not able to get it through the scope. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the working length is bent.